Manufacturer narrative:
Additional information: d10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed. The lead was not implanted and was replaced. The patient was stable after the surgery.